Manufacturer narrative:
Review of pre-implant sizing drawing and several still 3d CT¿s pre-implant confirmed that the patient had a bovine arch. The thoracic diameter just caudal to the lcca was 40mm, and there was 19mm proximal seal length from the lcca to the start of the taa. The max diameter taa was 64mm and the centerline length of the taa was 54mm. The distal seal diameter ranged from 36 ¿ 31mm. Areas of calcification were observed along the proximal seal zone, and the descending thoracic appeared relatively straight. Review of the implant operative worksheet revealed that the 1st device ((B)(4)) was placed distally; the proximal end was positioned near the mid-level of the taa and extended distally just past the arch. The 2nd device ((B)(4)) was implanted just distal to the lcca, extending distally across the taa and overlapping the distal device. A balloon was shown deployed into the origin of the lsa. The report noted that dsa confirmed an endoleak; the physician observed it as a type ia. The report also noted that there remained antegrade flow to the lsa (but it was delayed) and the left vertebral artery was retrograde. Review of cta¿s from 16 months post-implant revealed that two valiant stent grafts were implanted in the patient. The proximal device was positioned with the fabric just distal to the lcca. The distal device was placed from the arch into the descending taa, extending 2 stent rings distal to the first device. There was approximately 5cm of device overlap. The proximal stent graft od was 40 ¿ 41mm, and the distal stent graft od was 33 ¿ 34mm. The maximum diameter taa measured approximately 63mm. There was contrast seen outside the stent graft just proximal to the stent graft junction, approximately 3cm distal to the proximal graft margin along the inside diameter of the arch. The endoleak is located where the devices are acutely angulated 80 deg. The exact cause and type of endoleak could not be determined. This may be a type iii fabric or type ia endoleak. The stent graft was patent; no other issues were observed. Angio images from 16-months post-implant also confirmed that the proximal device was just below the level of the lcca. There does not appear to be any retrograde flow from the ballooned lsa. A faint area of contrast from an unknown type endoleak was seen outside the proximal stent graft along the inner diameter of the arch, approximately 3cm from the proximal graft margin between the 2nd and 3rd covered spring. No other stent graft issues were observed. From the films provided, the exact type and cause of the endoleak seen at implant and post-implant could not be determined. Films at implant and earlier post-implant were not available for review, and the films from the reported type ia endoleak were not returned. The reported inaccurate delivery of the proximal device could not be confirmed; the precise location of the proximal device at implant could not be assessed, and the current position appears to be just distal to the ostium of the lcca. It is possible that the endoleak seen at 16 months post-implant may be a proximal type I or a type iii fabric endoleak. It could not be confirmed if the acute stent graft angulation observed on the current films, near the location of the endoleak, may have contributed.

Manufacturer narrative:
(B)(4)

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 63.8 mm in diameter fusiform thoracic aortic aneurysm in zone 2. Diameter caudal to left carotid artery: 39.6mm. Diameter caudal to left subclavian artery: 36.6mm. Distal diameter of proximal neck: 36.6mm. Proximal diameter of distal neck: 31.3mm. Diameter proximal to the celiac artery: 30.1mm. It was reported that during the index procedure the proximal side seemed to move toward the distal side, thus resulting in inaccurate delivery. There was no endoleak observed at the index procedure. Post-operative follow-up CT revealed a proximal type ia endoleak. The physician is monitoring the patient. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information received for this case. It was reported that the physician performed an open surgery. The stent graft was explanted and prosthesis was sewn into the native vessel, resolving the event. No additional clinical sequelae was reported and the patient is fine.